Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations of 3.5 years remaining in a span of a year from implant date. Patient also in chronic atrial fibrillation (af). Boston scientific technical services (ts) recommended going ventricular inhibited pacemaker and turning atrial tach and atrial sensing off to save battery. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. It was also noted that the device sensed in the atrial chamber of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations of 3.5 years remaining in a span of a year from implant date. Patient also in chronic atrial fibrillation (af). Boston scientific technical services (ts) recommended going ventricular inhibited pacemaker and turning atrial tach and atrial sensing off to save battery. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations of 3.5 years remaining in a span of a year from implant date. Patient also in chronic atrial fibrillation (af). Boston scientific technical services (ts) recommended going ventricular inhibited pacemaker and turning atrial tach and atrial sensing off to save battery. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.